Event description:
The web w4-5-s was too small for the aneurysm. Upon the attempt to -re-sheath the web into the catheter it was stuck in the via 27 and could not be re-sheathed. The physician removed both the web and the via 27 from the patient.